Event description:
It was reported that during the procedure to pre-dilate a heavily calcified, concentric de novo lesion in the non-tortuous, proximal left anterior descending coronary artery, a 3.75x15 nc trek rx balloon dilatation catheter (bdc) was unpacked without issue and advanced to the lesion without resistance. During the 1st inflation, the balloon ruptured at 8 atmospheres. The bdc was withdrawn without resistance. A non-abbott bdc was advanced and successfully inflated, followed by deployment of a non-abbott drug-eluting stent, completing the procedure. There were no reported adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hc; guide catheter: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.